Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed; the controller's time and date stamp were reset to zero. After careful internal inspection, it was observed that when the date and time were set to the actual time and the internal battery allowed to recharge, the controller was able to keep date and time accurately. This condition was probably caused by the controller being in storage and not used for an extended period of time since it was a backup controller. Supplemental testing shows that both the controller's internal battery (bt2) and the charging subsystem work properly; however, the internal battery showed signs of leakage. The most likely root cause of the reported event can be attributed to the controller not being powered up for an extended period of time. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site by the vad coordinator that noted clock error on the controller. Instructed to send log files, unfortunately the site only got files from the new controller. However they will be sending back the controller that they have a complaint on so we will be able to get them when analyzing complaint. It was stated that the patient tolerated the controller exchange very well with no complaints or problems. No additional information available.